Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. They started therapy about 3 hours ago, but during therapy the screen froze so they swapped to a new device. Current staff unaware of event details. Follow ups complete. Additional information will be added to the record if and when additional information has been received. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate cooling on the arctic sun device. They started therapy about 3 hours ago, but during therapy the screen froze so they swapped to a new device. The patient has been on this device for about 30 minutes, but it was alarming low flow. Nurse confirmed tubing was straight, no kinks in pad tubing. Had nurse empty pad, device alarmed empty pad cycle not complete. Nurse disconnected pad over basin. Walked nurse through placing device in manual control. Without pad, water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -6.2psi, circulation pump command (cpc) was 35 percentage, water reservoir level (wrl) was 5, system hours were 1,068 and pump hours were 927. Had nurse check fluid delivery line (fdl) was connected and no visible damage. After a few minutes water flow rate (wfr) was 1.3 l/min and inlet pressure (ip) was -7.2psi. Had nurse reconnect pad with proper technique, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -6.5psi, and circulation pump command (cpc) was 52 percentage. Had nurse disable manual control and resume therapy. After a few minutes water flow rate (wfr) was primed to 0 l/min. Nurse stated the only other available device was the one they were using earlier with the frozen screen. Nurse plugged this device in and turned it on. Nurse able to select therapy and adjust the duration. Nurse swapped temperature probe and pad to this device and restarted therapy. After a few minutes water flow rate (wfr) was 1.2 l/min. Nurse would send s/n dygsal026 to biomed for evaluation. Per follow up information received via task on 03dec2025, transferred to the nicu. Current staff unaware of event details.

Event description:
It was reported that the nurse stated that they have a neonate cooling on the arctic sun device. They started therapy about 3 hours ago, but during therapy the screen froze so they swapped to a new device. The patient has been on this device for about 30 minutes, but it was alarming low flow. Nurse confirmed tubing was straight, no kinks in pad tubing. Had nurse empty pad, device alarmed empty pad cycle not complete. Nurse disconnected pad over basin. Walked nurse through placing device in manual control. Without pad, water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -6.2psi, circulation pump command (cpc) was 35 percentage, water reservoir level (wrl) was 5, system hours were 1,068 and pump hours were 927. Had nurse check fluid delivery line (fdl) was connected and no visible damage. After a few minutes water flow rate (wfr) was 1.3 l/min and inlet pressure (ip) was -7.2psi. Had nurse reconnect pad with proper technique, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -6.5psi, and circulation pump command (cpc) was 52 percentage. Had nurse disable manual control and resume therapy. After a few minutes water flow rate (wfr) was primed to 0 l/min. Nurse stated the only other available device was the one they were using earlier with the frozen screen. Nurse plugged this device in and turned it on. Nurse able to select therapy and adjust the duration. Nurse swapped temperature probe and pad to this device and restarted therapy. After a few minutes water flow rate (wfr) was 1.2 l/min. Nurse would send s/n (B)(6) to biomed for evaluation. Per follow up information received via task on 03dec2025, transferred to the nicu. Current staff unaware of event details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.